Event description:
(B)(4) - the dealer reported that the patient gave the tilt command to the tdxsp-cg power wheelchair and it kept on tilting without command. As a result, the patient had both knees sprained upon getting out of the still tilted unit. Emergency medical attention was sought.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately four years old. The owner's manual part number 1143190 rev. F (apr-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.